Event description:
It was reported that customer's mother called to report half of the reservoir sets are bad. She stated when reservoir is attached to the tubing connector, a piece of plastic is sticking out and it breaks. Advised the customer's mother to return the reservoir for analysis. Customer's mother stated that her son is very active and does not think he can return the reservoir. The blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)